Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was unable to clear valid temperature alarms. Customer reverted to an alternate method of insulin therapy. There was no adverse impact on customer's blood glucose level.